Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting procedure, movement on the delivery balloon and stent dislodgement occurred. The lesion was located in a mildly calcified unspecified artery. The physician advanced the 2.50x16mm taxus liberte drug eluting stent delivery system to the lesion and encountered resistance while attempting to cross. Then the distal part of the device got stuck to the lesion and the stent moved on the balloon. The device was removed from the pt intact and the physician confirmed that the stent had moved on the balloon. While the physician was touching it, the stent dislodged from the balloon without any force. There were no pt complications. The procedure was completed with a different device. Pt status is reported as "no injury occurred".